Event description:
It was reported that pump displayed cgm error message during use with g7 sensor, which prevented sensor session from starting. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, and successfully started sensor session, with error message not returning; no additional information was received regarding any further outcome.